Event description:
On (B) (6) 2010, using the unicell dxc 800, we experienced an episode of 17 pt creatinines that were falsely low as noted upon repeat testing with another dxc. Vendor was notified and responded to our facility. Creatinine cartridge and other components were replaced. Instrument demonstrated in control process after replacement of items - however, vendor could not pinpoint exact cause of the problem.